Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that on the carrying case one of the plastic clips holding the controller in place broke. There was no known excessive force or manipulation. The carrying case was exchanged. No patient complications have been reported as a result of this event.

Manufacturer narrative:
One carrying case was returned for evaluation. Various analyses were conducted and reviewed to evaluate the performance of the device in relation to the reported event. Failure analysis of the device revealed that the device had a broken buckle. As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to wear or the handling of the unit. If information is provided in the future, a supplemental report will be issued.